Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their bolus wizard was calculating inaccurately; their bolus wizard suggested a much higher bolus than required for their current blood glucose value and carbohydrate intake. The patient's blood glucose was approximately 105 mg/dl to 114 mg/dl. Troubleshooting was initiated for the bolus anomaly. It was confirmed that the customer entered their parameters, blood glucose value, and carbohydrates correctly. However, the suggested bolus estimate was inaccurate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or over delivery anomaly noted during test.